Manufacturer narrative:
The reported event, blade flew out of the cast cutter, was not duplicated; however, the customer account advised the electrical manufacturing engineer, that their users were likely not tightening the blade between uses, which would cause a blade to become loose with time. The sme explained that the users not tightening the blade between uses was the likely cause of the blade becoming loose. Device did not need to be repaired and returned to customer.

Event description:
It was reported that the blade got detached from the cast cutter while in use at user facility and it fell on the shoulder of the patient. The blade was then removed by the doctor. There was no injury to the patient. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the blade got detached from the cast cutter while in use at user facility and it fell on the shoulder of the patient. The blade was then removed by the doctor. There was no injury to the patient. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.